Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26jul2023. H6: investigation summary sample received by our quality team for investigation. Upon visual evaluation, stopper appears defective. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Stopper supplier have been notified of this incident to increase awareness.

Event description:
It was reported while using bd plastipak¿ sterile plastic syringe the stopper was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the rubber of the 10 ml syringe is non-compliant.

Event description:
It was reported while using bd plastipak¿ sterile plastic syringe the stopper was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the rubber of the 10 ml syringe is non-compliant.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.